Event description:
Caller reported that the insulin gauge displayed an amount different than expected, specifically a static fill estimate of 65 units despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer received an explanation from technical support about how pressure variances can affect the display and acknowledged understanding that the fill estimate would correct itself once the actual insulin amount reached the displayed figure.